Event description:
Additional information was received on 08aug2024: the procedure being performed was an angio using a 5 french sheath. The device was attempted to be deployed; however, the anchor and plug stayed in the sheath. The device pulled out. A pre-deployment angiogram was not performed. However, a pre-deployment ultrasound (us) was performed. There were no issues with insertion the device into the patient. Hemostasis was achieved by manual pressure. The patient was stable. There were no concomitant medical products used with the angio-seal. The patient was not obese.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update to sections b1, b2, and h1, to provide additional information to sections b5 and h6: health effect - impact code. It was confirmed on 24sep2024 that the additional information provided in section 5 was applicable to the complaint.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that deployment of the anchor did not succeed. The anchor and plug stayed in the sheath, despite the right angle. There was lack of plaque, and the patient was nonobese patient. Blood loss was less than 1cc. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).